Event description:
It was reported that the 9600+ system experienced a "charger error" message. There was no report of any patient injury.

Manufacturer narrative:
A ge representative was advised that a third party service ordered the sram card for the system. Completed installation of the received parts. System displayed the "charge batteries for 24 hours..." Message. No additional information provided. System turned over to facility, along with used parts. If additional information is received, we will report.